Event description:
The patient reported that she had 3 v-go devices in which the needle released on its own. The patient stated that on this past saturday (B)(6) 2019 was the most recent time that this happened and the other 2 times were a couple of weeks ago. The patient could not recall the exact dates of occurrence. The patient stated that she discarded all of the 3 v-go devices in question. The patient places the v-go on her abdomen. The patient mentioned that this is the first time in 2 years that she has ever had any difficulty with the v-go device.